Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) inspected the instrument. The fse found that the plunger clamp at position #6 had a stuck ejection pin. The fse replaced the plunger clamp and lld spring in position 6. Lld errors continued when processing splld check in diagnostic software. Fse inspected the 2-pole cable at position #6 and found a break in cable. The fse replaced the 2-pole cable. The fse re-performed splld checking procedure and tested summit with oas user software. The instrument was tested without problem and was returned to expected operation.

Event description:
The ortho summit sample handling system instrument reportedly did not pipette sample and did not generate an error message. No death or serious injury was associated with this incident. (B)(4).